Event description:
Customer called to report that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 168 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Advised customer to return the pump with the battery and basal rate zeroed out. Product is being returned and replaced.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was received with motor error alarm during occlusion test due to faulty fsr (gold). Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.